Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon was broaching the femur with this device attached to the accolade broach. While hitting the strike plate, the strike plate fractured off of the broach handle."